Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient's transmission showed noise. It was questioned if the episode may be "blood in the header." The patient made a follow-up visit to the clinic where the noise could not be reproduced, and a subsequent carelink transmission did not have noise. The device remains in use. No patient complications have been reported as a result of this event.